Manufacturer narrative:
(B)(4).batch # unk. Report source - user facility medwatch, number was not provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the detached piece was retrieved, it was not left in the patient. The change in plan of care was a change in equipment used to finish the procedure. Rather than using another harmonic scalpel, a maryland tip ligasure was used to complete the procedure.

Event description:
Hold for so 5-07-2018.

Manufacturer narrative:
(B)(4). Date sent: 5/17/2018. Batch # p94l2f. The analysis included the device along with an image of what appeared to be an harh instrument. The image is of the distal end of the instrument where the clamp arm is seen. The tissue pad on the clamp arm appeared to be damaged and melted with a portion partially detached. The device analysis results found that the device was received with the tissue pad detached and returned with a portion in a plastic bag but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.